Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that they had an implantable cardioverter-defibrillator (ICD) implanted on (B)(6), and when the deep brain stimulation (dbs) was turned back on there was cross talk. Per the cardiologist direction the patient's left side was reprogrammed to bipolar. It was also noted that when the patient did not have their dbs stimulation turned on, the cardiologist could see the patient's tremor return, so they left the right ins programmed as it was. As of the report date the patient is doing fine. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.